Event description:
It was reported that the patient had a cardiac perforation and cardiac tamponade. Follow up information was attempted to be obtained, however, it was not available. The current lead disposition is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.